Manufacturer narrative:
No button error alarm during testing. The insulin pump had intermittent esc and act buttons response due to corroded keypad traces. The insulin pump had a cracked lcd window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that the buttons on the insulin pump were not working and the customer was unable to clear the button error alarm. Customer's blood glucose reading at the time of the call was 13.7 mmol/l. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.